Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported being hospitalized on (B)(6) 2015, due to cloudy effluent and abdominal pains. On (B)(6) 2015, effluent expressed from the peritoneal dialysis catheter was cultured and confirmed peritonitis. The organism was unk by the pt's peritoneal dialysis nurse. The nurse stated the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique and broke the sterile field during treatment. No peritoneal dialysis treatments were missed. During the admission, the pt was administered an antibiotic for the infection intraperitoneal (drug name, dose, and frequency unk). On an unk date in (B)(6) 2015, the pt has discharged from the hospital. As of (B)(6) 2015,t he pt continues to use continuous cycler assisted peritoneal dialysis (ccpd) therapy without any further issues. The pt's signs and symptoms of peritonitis resolved, and the pt has completed the prescribed antibiotic for peritonitis.

Manufacturer narrative:
The actual device was not returned to the MFR for physical evaluation and the failure mode could not be confirmed. A batch record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. A search in pilgrim (complaint tracking system) for serial number ((B)(4) found no other complaints with the reported symptoms. An investigation of the manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.